Event description:
Pt reported inaccurately low blood glucose readings with test strips, lot 1j510a. On a unknown date this week, the pt opened the first bottle of test strips from the box and performed a side by side blood glucose comparison using another brand (lot 602889a, code 6, exp. 2/98) versus this brand. He obtained test results of 118 and 24 mg/dl respectively. With the rep. The pt obtained a blood glucose result of 127 mg/dl. With the brand and a result of 32 mg/dl with this brand. The desiccant is in the first bottle from the box. The pt has not opened the second bottle from the same box. The pt has not opened the second bottle from the same box. The pt's meter was set to the appropriate code when all tests were performed. The pt's normal control solution is expired. With the rep, the pt obtained a check strip test result of 77 versus a check strip range of 64-87. The test strips were opened this week.